Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during testing, the battery compartment was observed to be cracked. The returned battery cap had damaged threads. The cartridge compartment was cracked. Evidence of contamination was found under all key contacts. Additionally, the keypad cover was returned peeling. The pump casing was cracked in the upper and lower right corners of the display area. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment, damage to the battery cap, damage to the cartridge compartment, and contamination under key contacts. This report is made based on results of investigation completed on (B)(6) 2016.